Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information, assisting with the procedure, and the caller was advised to conduct the reset independently, contacting support if further help was needed.